Manufacturer narrative:
This MDR was mistakenly associated to a lead manufactured and sold by another company. This follow-up MDR is sent to notify the FDA that the actual lead is not manufactured by the reporting firm.

Event description:
Reportedly, on (B)(6) 2019, noise oversensing was confirmed on the atrial and the ventricular channels. On (B)(6) 2019, the associated ventricular lead impedance was measured at 200 ohms or below. Therefore, a re-intervention will be performed. A non-functioning vdd pacemaker is implanted on the left side. Preliminary analysis confirmed several episodes of ventricular noise oversensing and some episodes of atrial noise oversensing. This noise oversensing most probably resulted from both leads issues and/or leads-pacemaker connection issues.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, noise oversensing was confirmed on the atrial and the ventricular channels. On (B)(6) 2019, the associated ventricular lead impedance was measured at 200 ohms or below. Therefore, a re-intervention will be performed. A non-functioning vdd pacemaker is implanted on the left side. Preliminary analysis confirmed several episodes of ventricular noise oversensing and some episodes of atrial noise oversensing. This noise oversensing most probably resulted from both leads issues and/or leads-pacemaker connection issues.